Manufacturer narrative:
Covidien reference number: (B)(4). A non-covidien service provider inspected the device and confirmed the reported issue. The service provider opened the compressor and cleaned both water trap filter, suction filter , air intake filter. No parts were replaced. Ventilator is in working condition and has been returned to use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator screen displayed air supply loss alarm. There was no patient involvement.